Manufacturer narrative:
The primary specimen type is serum, but plasma samples are used in cases where no serum samples are available. The collection tube types and centrifugation data for the specific samples were not supplied. No specific event related qc data was supplied. The unit is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-spinning and repeating all accutni samples outside the normal reference range prior to reporting results. Repeat analysis protocol details and criteria were not supplied. The customer confirms that they have been able to trace each of these incidences back to a sample issue, typically with the serum samples not clotting for the correct amount of time before the sample was run. The customer does double spin their samples to try to reduce the amount of possible fibrin in the serum samples that may cause false high results. Although the customer indicated that pre-analytical sample conditions may have been a contributing factor, a definitive root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and indicated some occurrences of non-reproducible false positive accutni results. The erroneous results were not reported out of the laboratory. Repeat testing produced results within the normal reference range. The effect to patient treatment is unknown. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.